Manufacturer narrative:
On 5/13/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5084396) that a (B)(6) caucasian female patient who underwent primary breast reconstruction with a 310cc and a 270cc mentor smooth round high profile saline breast prostheses on (B)(6) 2003 reported the following: "since getting breast implants, I have been diagnosed with: hypothyroidism, ibs, interstitial cystitis, pcos, endometriosis, generalized anxiety, hashimoto's disease and other antibodies suggesting another autoimmune disease, heart palpitations and chest pain, infertility issues, other undiagnosed issues such as limb numbness and tingling, fatigue, weight gain, unexplained inflammation, food intolerances that keep showing up, symptoms of raynaud's disease, ano others." The patient also reported vocal and throat issues. She also bilateral breast pain that began in the right and now is also in the left (shooting pains, constant mild pain and excruciating pain upon touch). The patient also reported several respiratory infections shortly after implant as well us utis and other infections. The patient is scheduled for explantation with total enbloc capsulectomies on (B)(6) 2019 without replacement. No product issue, such as rupture, was reported. Per patient, the surgeon believes her implants are causing her autoimmune response. The patient underwent the following diagnostics (results not provided): multiple blood and urine tests. Ultrasound in 2004, blood tests in 2004 and 2005, retrograde cystography in 2006, diagnostic laparoscopy in 2006, chest x-ray in 2006, stool and blood tests in 2007, hida test in 2008, endoscopy in 2008, food allergy test in 2011, more blood and urine in 2011 and 2012 (sleep test ordered but not completed), MRI on brain between 2004 and 2012 twice, EKG in 2013, heart monitor installed in 2014 to check heart function, more blood, ultrasounds and urine 2013-2019, vocal problems seeing a laryngologist and vocal pathologist with scope in 2017, hsg test in 2017, stress ECG 2018, cardio-ultrasound 2018, CT scan twice 2018, colonoscopy 2018, surgery for endometriosis and pressure in ovaries after second hsg test 2018. Blood tests twice so far in 2019. The patient was scheduled for bilateral removal on (B)(6) 2019. Product location was not provided. This medwatch is for device 1 of 2 breast prosthesis.